Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823807) was implanted on (B)(6) 2022. The unitized shunt is broken at the point where distal catheter is connected to the valve. It was clearly seen on the x-ray that the distal catheter was no longer connected to the valve. The patient began to exhibit clinical signs of hydrocephalus on (B)(6) 2022 and a radiograph was performed which showed the shunt defect. Information received on (B)(6) 2022 indicates the care plan is to see if the patient can be medically managed before deciding to do another surgery and replace the valve. In regards the clinical signs, medical staff is still waiting to see if medical management is sufficient.

Manufacturer narrative:
The hakim valve (ID 823807)  was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to the valve receiving a hard knock or the silicone being cut/torn when implanted, as the device was not returned this could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a